Event description:
It was reported that the subject balloon guide catheter was used in cas (carotid artery angioplasty with stenting) procedure, the subject balloon guide catheter could not be deflated easily inside patient. After the procedure, the subject balloon was withdrawn from the patient and tried to deflate outside the body, and it could hardly deflate. No other information was provided.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found that the subject balloon catheter was noted to be kinked from the proximal end, with some wrinkling noted at these points. There were no anomalies noted to the subject balloon catheter. An attempt was made to inflate the subject balloon catheter; however, this was not possible, the kinks were straightened and still the subject balloon catheter would not be inflated. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. The subject balloon catheter device was returned for analysis and the subject balloon catheter n catheter was found damaged and kinked/bent. In the case of this complaint it is most likely that the device was damaged during the procedure due to some procedural/anatomical factors. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject balloon guide catheter was used in cas (carotid artery angioplasty with stenting) procedure, the subject balloon guide catheter could not be deflated easily inside patient. After the procedure, the subject balloon was withdrawn from the patient and tried to deflate outside the body, and it could hardly deflate. No other information was provided.